Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
On (B)(6) 2019, patient received a left total knee replacement to address rheumatoid arthritis, with severe medial tibial bone loss, varus deformity, and instability, as well as osteoporosis. The knee was reportedly complex for a primary, requiring essentially revision stemmed components for both the femoral and tibial constructs. There were no reported intraoperative complications. On (B)(6) 2020, patient's left knee was revised to address recurrent/chronic infection, with methicillin resistant staphylococcus aureus. This procedure was actually the third washout, two others that preceded it were carried out by two separate physicians at two different institutions (and did not involve revision of components. The surgeon in this procedure identified multiple pockets of pus, which were aggressively debrided, including a substantial one beneath the quadriceps muscle. The tibial insert was revised during this revision. On (B)(6) 2020, patient presented in clinical visit with left knee anteromedial bloody effusion. Knee has been aspirated at another facility, with only 375 neutrophils--does not appear to be infected. The wound is draining though, and needs to be debrided surgically. There is no intention at this point to revise any components. On (B)(6) 2020, patient's left knee was revised to address recurrent/chronic infection, with debridement and revision of tibial insert. The patient has an extensive cemented stemmed revision femoral and cemented stemmed revision tibial knee. The surgeon has indicated prior that complete revision of the components, with her exceptionally poor bone quality and comorbidities (rheumatoid), may potentially lead to poor outcomes and possible amputation, so the treatment continues to be conservative and preservative. There was indicated that plastic surgeon consultation may be required due to poor skin quality during closure, with possible requirements for a flap transplant.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for left knee swelling/hemarthrosis. Event is serious and is considered moderate. Event is possibly related to device and there is a remote possibility that the event is related to procedure. Date of implantation: (B)(6) 2019, date of revision (insert): (B)(6) 2020, date of event (onset): (B)(6) 2020, (left knee). Treatment: surgical irrigation & debridement, with no revision of products.